Manufacturer narrative:
Previous part number was reported under complaint (B)(4) with report number 1020279-2018-02796. This follow-up report is being submitted with information previously provided to you on 12/19/2018 which is in our system marked as failed emdr follow up. As such, we cannot safely claim that FDA has received all information intended and we are submitting the information once again.

Manufacturer narrative:
The associated biolox delta head and r3 3 hole ha acetabular shell were not returned for evaluation. Therefore visual inspection and dimensional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical analysis noted that the patient underwent a left thr revision ten days post op. Two undated x-ray photos were provided but did not identify a root cause for the dislocation. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported dislocation cannot be definitively concluded. However, given the two separately reported dislocations so soon after implantation (10 days) the failure to maintain post-operative hip precautions cannot be ruled out based on the patients reportedly dislocation from seated (and/or lying in bed) positions. The future impact to the patient cannot be determined. Should additional information become available this issue can be re-elevated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Manufacturer narrative:
Previous part number was reported under complaint (B)(4) with report number 1020279-2018-02796.

Event description:
It was reported that a revision surgery was performed, in a dislocated head.